Manufacturer narrative:
No returns were made available from the customer site for this investigation. The investigation of the customer issue included a review of complaint text, a search for similar complaints, accuracy testing, a literature review, and a review of labeling. A lot search was not performed as the likely cause lot was unknown. Accuracy testing was completed to evaluate the assay performance using a file kit of a representative reagent lot (00515c000). All replicates met acceptance criteria and the testing passed. A study was reviewed "performance characteristics of six intact parathyroid hormone assays "; sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of six different intact parathyroid hormone assays, including the architect ipth assay, which was the comparison method. Overall, the study found good correlation for all methods, but did indicate there was significant bias between methods. The study concluded that there are many factors that potentially influence variability for pth measurements and that standardization efforts are warranted and assay-specific decision limits are required. Based on the results of this investigation and the information from the customer site, it was determined that the architect ipth assay is performing as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). This report is being filed on an international product, architect ipth list 8k25-25 that has a similar product distributed in the us, list number 8k25-27.

Event description:
The customer observed falsely elevated ipth results on the architect i1000sr analyzer. The following data was provided for a patient with waldenstom syndrome: initial 103.4, repeat 46.2 pg/ml (123% shift). There was no impact to patient management reported.